Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. Before use on the patient, packaging issue ¿ ethicon suture #n272h (silk, 4-0). We have received two product samples for return, representing different lot numbers and packaging configurations (old and new). The charge nurse has reported a change in the packaging of ethicon suture code n272h (silk, 4-0). The box configuration has shifted from vertical to horizontal, but notably, the needle type changed from tf-4 to tf-5 ¿ without change to the product code or prior notification. Upon inspection, the needles from both configurations appear visually identical. However, this raises several concerns: have the specifications for code n272h been officially updated? Is this a printing or labelling error? Why is the product now packaged differently from what is shown in the catalogue, while retaining the same product code? A formal response to the customer is expected. Please advise on the nature of this change and whether corrective action or clarification is required. There were no adverse consequences reported. Additional information was requested. Patient status / outcome / consequences: no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, ip (B)(4), device property of: none, device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.: true.

Manufacturer narrative:
Product complaint #: (B)(4). H6 type of investigation: b21 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: it was reported that 10000000 products are involved in this complaint, could you please clarify how many devices demonstrated the alleged deficiencies reported in this file? Number of devices cannot be clarified, currently this discrepance occurs on all new packaging. I can confirm the hospital has a minimum of two of the newer boxes (2x36 foils = 72 at least). Note: this hospital uses 10bx pa so potential issue for 360 foils of suture pa. Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? Nil. Could you please provide all the lot numbers involved in this file? Product supplied to ethicon with lot numbers on packages as samples. I do not have these noted. Additional h11: patient status/ outcome / consequences: no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, ip-(B)(4), device property of: none, device in possession of: none. A manufacturing record evaluation was performed for the finished device 105m1b / n272h batch number, and no non-conformances were identified. Expiration date: dec/31/2029 date of mfg.: jan/09/2025. A manufacturing record evaluation was performed for the finished device 104adj / n272h batch number, and no non-conformances were identified. Expiration date: sep/30/2029 date of mfg.: oct/25/2024. Possible lots: 105m1b, 104adj. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6. Corrected investigation summary ==> the product was returned to ethicon for evaluation. One open sample that pertains to product code n272h, lot 105m1b and one open sample that pertains to product code n272h, lot sabcqd were received for analysis. During the visual inspection of the samples, inconsistencies were noted between the actual curvature of the needle and image printed on the packaging; however both sale types were reviewed within the internal system, and it was confirmed that the needles inside of the packages were noted to be the correct and the same needles. Tf-4 is manufactured at ethicon puerto rico site, while tf-5-1 is manufactured at ethicon juarez site. Both needles are described as a 5/8 circle curvature, taper point, and a wire diameter of 18 mils. Both boxes contain three dozen (thirty-six samples). Nevertheless, this is a labeling issue due to the information printed in the package is different compared with the physical needle inside of the package. Additionally, three photos were provided, and showing appear the same samples received with the same condition. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the samples, the printing information on the foils related to needle sales type is correct and the reported complaint could not be confirmed. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Further investigation has been initiated and the necessary actions have been taken to address the issue. A manufacturing record evaluation was performed for the finished device 105m1b / n272h batch number, and no non-conformances were identified. Expiration date: dec/31/2029 date of mfg.: jan/09/2025. A manufacturing record evaluation was performed for the finished device 104adj / n272h batch number, and no non-conformances were identified. Expiration date: sep/30/2029 date of mfg.: oct/25/2024. A manufacturing record evaluation was performed for the finished device sabcqd / n272h batch number, and no non-conformances were identified. Expiration date: dec/31/2026 date of mfg.: jan/19/2022.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to ethicon for evaluation. One open sample that pertains to product code n272h, lot 105m1b and one open sample that pertains to product code n272h, lot sabcqd were received for analysis. During the visual inspection of the samples, both sale types were reviewed within the internal system, and it was confirmed that the needle with characteristics for tf-4 and tf-5 should be identical. Tf-4 is manufactured at ethicon puerto rico site, while tf-5-1 is manufactured at ethicon juarez site. Both needles are described as a 5/8 circle curvature, taper point, and a wire diameter of 18 mils. Furthermore, the box configuration has not shifted. The product of the horizontal box that pertains to product code n272h, lot sabcqd was manufactured in ethicon puerto rico. While the product of the vertical box that pertains to product code n272h, lot 105m1b was manufactured in ethicon juarez. Both boxes contain three dozen (thirty-six samples) additionally, three photos were provided, and showing appear the same samples received with the same condition. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the samples, the printing information on the foils related to needle sales type is correct and the reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.